Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; e1; e3; h3.

Event description:
Healthcare professional reported left capsular contracture, baker grade unknown. Device has been explanted.